Event description:
It was reported that post-operatively to a pulse field ablation procedure, st elevation was observed accompanied by a decrease in blood pressure. A sympathomimetic agent and vasopressor was administered. Although there was temporary improvement, blood pressure decreased again and st elevation persisted. Puncture was performed again and coronary angiography (cag) was initiated. While left coronary artery (lca) was confirmed to be normal, slight spasm was detected in the right coronary artery (rca) and nitrate vasodilator medication was administered. Subsequently, stability in ECG and blood pressure was confirmed. The patient was hospitalized and kept under observation in the intensive care unit (ICU) as a precaution. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the spasm resolved two to three minutes after the nitrate medication was administered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.